Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results for two (2) patients on the access 2 portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial elevated access accutni+3 results were not reported outside the laboratory. The customer repeat tested the samples on the same access 2 portion of the unicel dxc 600i synchron access clinical system and obtained higher results, above the normal reference range of the assay. The customer sent the samples to an alternate laboratory for troponin testing. The samples were repeated at the alternate laboratory using an unknown methodology and the customer did not provide the results. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Quality control (qc) for level one (1) was above the customer's established range after the reported the event. The customer noted "reagent carousel motion" errors and "wash valve/pump motion" errors at the time of the reported event. The patient samples were collected in lithium heparin gelled plasma tubes. Samples are centrifuged at 5600 revolutions per minute (rpm) for five (5) minutes at room temperature.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted microbubbles in in the wash pump and fluidics manifold. The fse replaced the fluidics manifold and primed the instrument. The fse did not note additional microbubbles. The fse ran a high sensitivity system check which failed. The fse replaced the aspirate probes and peri-pump tubing. The fse ran a high sensitivity system check which failed. The fse rebuilt the wash pump. All verification testing, including a high sensitivity system check, passed within specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was due to a malfunctioning wash pump.